Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased capture threshold and loss of sensing were observed during follow-up in clinic. X-ray revealed that the lead was well-positioned, but a bent was noted at the distal part of the lead. The lead was explanted and replaced. Patient condition was stable post-procedure.